Manufacturer narrative:
(B)(4). At this time, the s-ICD and electrode remain implanted and in service. Once any additional information becomes available, this report will be updated.

Event description:
The patient was seen again and additional testing was performed in order to reproduce the noise and oversensing observed previously; however, it was not successful. The patient also performed the same movements that were being performed when the oversensing occurred, but once again, the noise could not be reproduced. Another memory download was performed. A ts consultant discussed that based on all the available data, a micro under-insertion of the electrode cannot be ruled out. The shock impedance trend was reviewed and the measurements were confirmed to be stable. Both the stable measurements and the in range shock impedance measurement during shock delivery indicate good setscrew contact. Additional x-rays were submitted and reviewed. A connection issue could still not be ruled out and the ts consultant discussed further troubleshooting.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision was performed. The electrode was confirmed to be connected to the device. It was noted that the electrode section between the xiphoid incision and pocket was tunneled underneath the patient's rib. The physician feels that cyclic respiratory movements may have damaged the electrode. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The products will be returned.

Manufacturer narrative:
(B)(4); an investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after feeling strange sensations. The patient reported that he was in his running car when he felt a current like sensation in his chest. The patient got out of the car and felt dizzy and warm. These symptoms then self terminated after a few seconds. An initial attempt by the physician to interrogate the s-ICD was not successful. A field representative was called to the hospital and she attempted to interrogate it with another programmer; however, it was also not successful. A magnet initiated reset was performed on the s-ICD. After this was completed, the s-ICD could be interrogated successfully. There was an episode stored that was due to noise being oversensed which led to the delivery of one inappropriate shock. Testing was performed while the patient was performing isometrics. Myopotential oversensing and low amplitudes were noted when the patient was scratching the back of his left arm; however, the same noise observed in the episode was not able to be reproduced. X-rays were performed and both the system position and connection were correct. The s-ICD was programmed to the primary sense vector. No additional adverse patient effects were reported. A memory download was sent to boston scientific technical services (ts) for evaluation. A ts consultant discussed that the noise could be a result of several different issues and further testing could be performed to help ascertain the cause of the noise. At this time, the s-ICD remains implanted and in service. The patient was discharged and will continue to be monitored. Fluoroscopy videos were later submitted for ts review and a ts consultant discussed that it did appear that the electrode may be underinserted. This was communicated to the field representative to provide to the physician.

Manufacturer narrative:
(B)(4). Sq-rx¿ devices are no longer being manufactured. The newer generation devices (emblem¿) have hardware and firmware design changes to mitigate the possibility of the above-described behavior.

Event description:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Visual inspection of the device header and case noted no anomalies. A review of device memory was performed, which revealed that this device had recorded a charge timeout alert while implanted. The charge timeout alert occurred when this device attempted a lead impedance measurement but the capacitor voltage had not reached its decreased target value in a prescribed amount of time. This alert was reproduced during device testing. We suspect an incorrect measurement reading as a result of micro-contaminant between adjacent connection components on the hybrid circuit. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis was unable to confirm the clinical observations of noise, oversensing, or connection issue. The charge timeout alert issue does not impact high voltage charging or shock therapy delivery, only the device's ability to measure impedance measurements.